Event description:
It was reported that approximately two weeks post-implantation, the patient underwent a right hip revision due to multiple hemiarthroplasty dislocations. During the procedure, the head was found to be out of the shell and liner construct. The stem was retained and other implants were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat: 11-165232 lot: 65722006 ringloc bi-polar 28x54mm. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified no damage noted on the returned femoral head. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and review of the available records identified the following: recurrent dislocation; head was no longer in the liner. Review of the available radiographs identified the following: dislocation and displacement of the acetabular implant resulting in malalignment. No fracture noted. A definitive root cause cannot be determined. The complaint is confirmed based on the medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.